Event description:
During sigmoid colectomy surgery with doctor and fellow, the doctor fired the 29mm circular powered eea stapler. Surgeon notified the room that stapler misfired; this stapler was removed from the field and a new 29mm circular powered eea stapler was obtained and used.